Event description:
It has been reported to philips that, at boot up the device screen displayed red and blue.

Event description:
It has been reported to philips that, at boot up the device screen displayed red and blue.